Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2010. It was reported the pt was involved in an automobile accident. According to the pt, she began experiencing overstimulation at the ipg pocket immediately following the accident. The ipg was surgically relocated and remains in use. F/u on the pt found no further issues reported.